Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 2017 clarifier- incorrect prep.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with mild calcification, moderate tortuosity and 80% stenosis. The 5x150 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was not prepped (air aspirated) prior to use. The device was attempted to be inflated but failed and a leak at the hub was noted. Another balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and sem analysis were performed on the returned device. The reported leak and inflation issue were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak and inflation issue could not be determined. Sem analysis determined the leakage at the proximal end of the luer, at the guidewire port, may be attributed to mechanical damage. Mechanical damage was documented at the leak edges along with possible damage (or a crease) at the edge of the inflation lumen opening. In this case, it is possible that the noted damage resulted from interaction with the guide wire during loading and/or inadvertent manipulation of the guide wire in the device; however, a conclusive cause cannot be determined. It was reported that the device was not prepared (air aspiration). It should be noted that the percutaneous transluminal angioplasty (pta) armada 35 / armada 35 ll, global, instruction for use indicates to perform the steps to remove all air and verify the integrity of the pta catheter. Leave the catheter under negative pressure until the balloon is at the target lesion site. Then the device can be introduced the device into the vascular system. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: catalog number updated from unk armada to b2050-150. D4: lot number updated from unknown to 30202g1. D4: primary UDI number corrected from unk to (B)(4).